Event description:
While servicing the ventilator for preventive maintenance, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating an inhalation autozero failure. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The manufacturer's service technician replaced the main pcb board to address the finding. Performance verification testing was completed and testing passed per operating specifications.

Manufacturer narrative:
Printed circuit board.